Event description:
Per the clinic, the patient experienced inflammation, middle ear infection and an extrusion of the electrode lead into the external ear canal. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.